Event description:
Received info stating customer received an occlusion alarm. Reportedly. Customer's blood glucose level was impacted (260 mg/dl -474 mg/dl). The customer administered a correction bolus to resolve the issue.